Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was revised due to high pacing threshold. Additional information indicated that the cause of high pacing threshold was micro dislodgement. The lead was repositioned and remains in service. No additional adverse patient effects were reported.